Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. The investigation is considered closed.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Per djerbi et al 2016, "prognostic factors in two-stage flexor tendon reconstruction: is it possible to predict surgical failure?", one case of infection of the silicone rod in between the two operations was reported.